Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified saline breast prosthesis and experienced a deflation on the right side post-operatively. The caller did not want to provide any information regarding the event and mentioned they would call back. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 23, 2022, mentor became aware that the information in section e4 for "reporter also sent report to FDA?" Was erroneously left blank from the initial report. This field has been updated with the "unk". Manufacturer¿s reference number: (B)(4) on may 23, 2022, mentor became aware that the information in section e4 for "reporter also sent report to FDA?" Was erroneously left blank from the initial report. This field has been updated with the "unk".

Manufacturer narrative:
On may 23, 2022, mentor became aware that the information in section e1 for initial reporter country code was erroneously omitted from the previous report. The field has been updated with the country code of USA. Manufacturer¿s reference number: (B)(4) on may 23, 2022, mentor became aware that the information in section e1 for initial reporter country code was erroneously omitted from the previous report. The field has been updated with the country code of USA.